Manufacturer narrative:
(B) (4): in this case, there was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the product instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: angina and stenosis. Onset of adverse event: it was reported via a trial that on (B) (6) 2007, the patient underwent stenting of the pre-dilated proximal circumflex artery with a 3 x 15 xience v stent along with the pre-dilated ramus artery with a 2.5 x 18 xience v stent. On (B) (6) 2009, the patient experienced angina - left chest pressure and was hospitalized. On (B) (6) 2009 diagnostic coronary angiogram revealed 70% severe ostial in-stent edge recurrence stenosis of the proximal right circumflex artery. This was treated on (B) (6) 2009, via implantation of a non-abbott des stent. Event resolved (B) (6) 2009. There is no additional information available.